Manufacturer narrative:
(B)(4). An investigation was completed on 10/21/2013 and a deficiency was identified. Apoc product action number: (B)(4). Details were provided with the action that was conducted in cooperation with the u.s. Food and drug administration.

Event description:
On (B)(6) 2013, abbott point of care (apoc) was contacted by a customer who reports unexpected results on pt/inr cartridges compared to lab instrument. There was no patient information available. The patient was treated on the lab result. Date time method pt/ inr sample (B)(6) 2013 16:35 I-stat 5.4 a (B)(6) 2013 17:00 stago 3.3 b based on the information available at the time there were no injuries associated with this event.